Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer would not start up; hard disk defective. (B)(4)

Event description:
The programmer was returned to the manufacturer for calibration, analyzed and tested out of specification. There was no patient invo lvement.